Manufacturer narrative:
This report is submitted on november 10, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are plans to reimplant the patient with a new device; however it is unknown if it has occurred as of the date of this report november 11, 2017.